Manufacturer narrative:
The returned pacemaker was analyzed and a review of the device memory confirmed that the device did not record a low voltage alert, code 1003. Based on the memory log the device battery voltage was greater than 2.7 volts and the power usage was normal while implanted, all therapy was available while implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. The patient underwent a replacement procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.